Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, noticed a defect (break) in iol which was implanted. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Photo shows implanted iol. Optic edge has a dent/ damage. Based on our observation of the attached photo, the optic edge appears to be damaged/ nicked. A definitive determination of damage cannot be made without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).